Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, which was implanted 6 mm deep on the non-coronary cusp and 10 mm on the left coronary cusp, the valve was explanted after a transesophageal echocardiogram (tee) revealed that it had migrated left ventricularly and impinged on the mitral valve. A tissue valve was implanted and the patient was extubated. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the device history review (DHR) for the valve found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. If information is provided in the future, a supplemental report will be issued.